Event description:
It was reported that the patient had a syncopal episode and was brought into the clinic for device evaluation. The ventricular lead was found to have intermittent non-capture. Due to the patient¿s high risk, the physician implanted a new pacemaker system on the right side and programmed the prior left-sided pacemaker to odo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01ipg (B)(6) 2014. (B)(4).